Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with symptoms suggestive of hyperglycemia of extreme drowsiness, polydipsia and polyuria. The reporter alleged the patient's serious injury was associated with a unspecified inaccurate delivery issue with the pump. Animas customer support made several attempts to follow up with the reporter for more information, but the reporter did not respond. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with inaccurate insulin delivery by the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: a review of the black box shows a replace cartridge alarm on (B)(6) 2016 06:00; deliveries resumed at (B)(6) 2016 20:07. The last basal delivery was on (B)(6) 2016. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates. No eaw¿s or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.